Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Product is assembled in a standard cleanroom. Each lot goes through the sterilization process which is a validated process used to render a product free from viable microorganisms. During the review of the environmental conditions on which the lot number was manufactured, it was not possible to identify any non-conformance which may have contributed to the reported incident. No deviation with the sterilization process was identified. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes h3 other text : see manufacturer narrative.

Event description:
15may2020: per phone call with patient's stepdaughter (patient was present in same room) she verified that 3 bottles from same box on same day exhibited no suction so they had to go to hospital to complete the drain. No diagnostic tests were performed to her knowledge but he did have a slight infection of the dressing area.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
On (B)(6) 2020: per phone call with patient's stepdaughter (patient was present in same room) she verified that 3 bottles from same box on same day exhibited no suction so they had to go to hospital to complete the drain. No diagnostic tests were performed to her knowledge but he did have a slight infection of the dressing area.